Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure, the conical tip detached from the unit. The pa did not provide any additional information. No patient complications were reported by the pa.